Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2018 using a cooladvantage, coolcore applicator. The patient was assessed on (B)(6) 2018 and on (B)(6) 2018, and diagnosed with paradoxical hyperplasia (pah/ph) in the upper and lower abdomen.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2018 using a cooladvantage, coolcore applicator. The patient was assessed on (B)(6) 2018 and on (B)(6) 2018, and diagnosed with paradoxical hyperplasia (pah/ph) in the upper and lower abdomen.